Event description:
After implanting the lens, the doctor noticed what appeared to be a scratch on the lens surface. He enlarged the incision, which required sutures, to remove and replace the lens. There were no consequences to the patient.

Manufacturer narrative:
This lens is sold in the USA under model mi60lus.